Event description:
It was further reported that a company representative worked with the patient on (B)(6) 2014. The patient had a hard time understanding adaptive stimulation and how to make changes. The patient was reminded how to get into position they want to change, adjusting stimulation and staying in position 3-5 minutes so it can learn that position. The patient had a follow up and reprogramming scheduled for (B)(6) 2014. If additional information is presented, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), implanted: (B)(6) 2014, product type programmer, patient; product ID 37761, serial # unknown, product type recharger; product ID 977a260, serial # (B)(4), product type lead; product ID 977a260, serial # (B)(4), product type lead; product ID a01411002, serial # unknown, product type recharger; product ID 97754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), product type lead; product ID 977a260, serial # (B)(4), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received indicating that there was an overdischarge suspected. Regarding the patient programmer, the patient never changed batteries and they were corroded. The patient was getting poor communication on the programmer. There was a problem with the patient programmer. It was noted that they never had therapeutic effect following an implant since (B)(6) 2014. They stopped using 6 months ago, (B)(6) 2014, that was the last time they charged or had stimulation. The patient wanted to turn the system on. They stopped using it 6 months ago because it was not helping, they went through several things to help, and wanted to retry the stimulator at the time of the report (B)(6) 2015. They gave it a try 5-6 months but it never worked. The patient had a fentanyl patch. The patient was thinking about getting it removed, they stopped in the fall and used it again in (B)(6) used for 1-2 weeks and did not work. They met with 4 different representatives last year starting in (B)(6) 2014 until (B)(6). They would meet 1-2 times per week and try to adjust and finally in august indicated that it would not work for the pain and suggested to go to a pain management physician because with 4 different people doing it never any satisfaction, never stopped or lessen the pain. There was troubleshooting with the remote and recharger and no connection with either device. If additional information is received, a follow-up report will be sent.

Event description:
It was further reported that only one time, somewhere from 2 weeks to 30 days post implant, did they get the stimulation programmed to where the patient felt it in her feet where it should be but it only lasted for a few minutes. Every time the patient left the office, shed get 2 blocks away and it stopped working. The patient had gone through 3 "technicians" and was requesting an expert. The patient was redirected to their physician. New physician listings were also sent.

Event description:
It was further reported that the patients device was reprogrammed. The patient was given 3 different programs to try. The patient was to alternate programs every 2 days. When the patient left the office, the first program was helping her. The patient had not contacted a representative since.

Event description:
It was reported that the patient cannot get the icons on the patient programmer that they are seeing on the video. It was also reported that the antenna did not work through the clothing and the bandage. It was noted that the patient turned it on with the antenna, pushed the black button. It was reportedly the patient¿s understanding that they did not have to be ¿wired up¿ to use it. It was further noted that the patient had group a program 1 at 3.0 volts and program 2 at 3.4 volts. The patient reportedly had a small fiber neuropathy in their feet so the device was adjusted during the trialing period to isolate the blockage just above the ankles so that stimulation was down at the patient¿s feet. The patient then stated that with the new thing they did not have any groups and that it only looked like they had group a. . The patient reportedly increased stimulation to 3.9 volts on program 1 and felt it I n their left thigh. It was noted that the patient was sitting down and it did not feel too high and felt more like walking then sitting and it was unusual. It was further noted that the patient usually felt it ¿the other way.¿ the patient was then instructed to decrease to 0.0 volts and increase program 2 and see where it was felt. It was further reported that the patient was not getting coverage where it was expected and reason for implant. The patient was reportedly not trained adequately on the use of the device. The patient reportedly began feeling stimulation in the right thigh at 4.1 volts on program 2. It was noted that the purpose was to provide relief in the patient¿s feet and they felt it in their upper thighs and a little in their calf. The patient reportedly had an appointment with their health care provider (hcp) 2 weeks after the date of the report and the doctor had not been involved in anyway. It was noted that the patient ¿didn¿t even get it out of the package and wasn¿t clear on should they start it immediately or wait a few days.¿ it was reported that the screen had gone blank. It was further noted that the patient had a full battery charge for a ¿week or so.¿ the patient was reportedly in a lot of discomfort at the time of the report and needed to rest. It was suggested that the manufacturer needs to come up with something that the manufacturer representatives need to do with the patient¿s for hands on education without the doctor¿s involvement. It was later reported that stimulation was intermittent. It was noted that the patient was trying to figure out whether or not the neuro stimulation was working correctly or if it was defective or exactly what they could expect in its operation. It was noted that the patient saw a manufacturer representative who tried to adjust it, and the patient was going back in for another adjustment 3 weeks after the date of the report. It was noted that the patient had a small fiber neuropathy and had pain in their feet and ankles. It was also noted that they were trying to bypass the thigh and calf and get to the patient¿s feet with the pulses to stop the pain. It was reported that it was working to some relief when they had it adjusted ¿the other day.¿ it was noted that there was no pain or pulses in the thigh or calf while they were walking or standing, but they would get the pulses at night. It was noted that ¿the girl made it so it would cut off like air going out of a balloon and all the pulses would go away.¿ it was further noted that the stimulation was cutting off, then back on, then off. It was also noted it turns off or drains down. It was thought that the implant may be defective and that was why it was ¿cutting off.¿ the patient reportedly felt like the implantable neurostimulator (ins) turned off or drained down then it was off only a few seconds and then would come back on. It was noted that the stimulation was not reaching the feet. It was also noted that the patient was charging ¿1.15 minutes¿ every other day. It was noted that it was not known how this was supposed to operate and that perhaps the lead was lose or it may be shorting out. It was further reported that the patient was getting 8 full boxes while charging but it was taking a long time. The belt was reportedly difficult and the patient wanted to use the ¿sticky patches¿ but the incision was not fully healed. It was noted that the implantable neurostimulator (ins) is in the upper buttock area and it was sometimes difficult to get the antenna to stay there. It was also reported that only one lead was ¿running at the time of the report and when they went back in two weeks from the report they were going to turn on the ¿smart batteries¿ (adaptive stimulation). It was noted that the amplitude was increased from 7.25 to 7.77 and that meant there was only 2.5 left before the patient reached the max. It was noted that there was confusion about the pulse width and that it was stated that it was a short pulse width instead of a long pulse width. The patient¿s health care provider (hcp) reportedly never promised 100%, but the patient expected more then what they were getting at this time. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported that the patient still had problems regarding their device or therapy but they were working with their manufacturing representative. It was noted that the patient had appointments every 2 weeks since (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient met with the manufacturing representative and "all was good." Additional information received reported that the patient was seen on (B)(6) 2014. It was noted that the patient described her intermittent stimulation "like it was cycling." It was noted that the device was interrogated and it was determined that the adaptive stimulation was on, but it had not been programmed. The manufacturing representative turned the adaptive stimulation off and will meet with the patient on (B)(6) 2014 for adaptive stimulation programming. No abnormal impedances or other concerns were noted. Additional information received reported that the patient was seen by a manufacturing representative on the day of the report. It was noted that the manufacturing representative spent 2 hours with them reprograming the patient's device with adaptive stimulation. It was noted that the patient went home and tried to lie down with the adaptive stimulation on, but received intense pain or shocks. It was noted that this caused the patient to be unable to make adjustments with the adaptive stimulation while lying down even while trying to follow the patient programmer manual and patient training at the clinic. It was noted that the adaptive stimulation was on program c in the upright position. It was noted that the adaptive setting was at 8.1, but she turned the manual setting down to 7.5.